Event description:
Vi safety slide clamp (the one that engages automatically when the tubing is pulled out) did not engage and the medication flowed into the pt. The clamps and tubing were saved in the first incident, but were for the other two incidents. Event #2: 4-port. Rn was in the process of discontinuing the norepi drip, the tubing was disconnected from the pt, when she went to pull the tubing out of the pump, the safety slide clamp (the one that automatically engages when the tubing is pulled out) did not engage. The medication began to free flow onto the floor. If this was still connected to the pt it would have flowed into the pt. This could have had significant negative consequences for the pt. We will send to MFR for investigation. (B)(4). Also see mw5056820 and mw5056822.